Event description:
A physician reported that bubbles occurred in the left part of the cassette during cataract and vitrectomy combined surgery. The procedure was completed after replacing it with another product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).